Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. During the evaluation, the stm performed multiple autofull procedures to clear condensation from the system. In addition, the stm performed calibrations on the transducer and the vacuum and pressure regulators were not within factory specifications. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an "iab catheter restriction" alarm. There was no patient harm and no adverse event reported.